Event description:
On 08/16/1999, the facility's vascular surgery team leader informed the manufacturer's (MFR.) Sales rep of the following: the nurse opened the package, removed the catheter and went to remove the stylet. Upon doing so, the stylet broke. The product was never used. The device was scheduled to be returned to the MFR for analysis. No further details were provided.